Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated ios/1.12.0 which closed the app. No injury or medical intervention was reported.